Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported no suction. During incoming inspection prior to clinical use, it was reported that after the suction liner was inserted into the device, no suction was created. Though requested, no add'l info was provided.